Event description:
An attempt was made to treat an lca lesion using an endeavor resolute drug eluting stent. It was reported that the physician advanced the device to the target lesion, then noted the device was not long enough to reach the lesion. The device was removed and another unknown device was used to complete the procedure. It was reported that physician used the ipsilateral approach. No reported patient complications. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. The stent was positioned between the marker bands as per specifications. The 3rd distal stent segment was raised and deformed. The number of stent segments and length of stent were measured and found to be within the manufacturing specification. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Deformation problem (stent). Related to operational context (no damage on the device that could impact stent size. Issue appears to be procedural related). Evaluation conclusions: known inherent risk of procedure (stent deformation). Operational context contributed to event (no damage on the device that could impact stent size. Issue appears to be procedural related). (B)(4).